Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced reference valve to resolve the issue. The customer did not provide patient demographic information or result units for the erroneous k (potassium) patient results.

Event description:
The customer alleged erroneous patient results were generated for na (sodium) and k (potassium) on their au5800 clinical chemistry analyzer. The customer stated the patient results were not reported outside the laboratory and there was no impact to patient treatment. A review of the customer provided data confirms the instrument generated ten (10) erroneous patient sample results for k, the data did not have any erroneous na (sodium) results. The quality control (qc) recoveries were within instrument control ranges on the event date.